Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the matrixrib precontoured plate le f/rib no (part # 04.501.001/ lot # 9089080) was received at us cq. The plate was broken at its 10th distal hole from the etch. The break was roughly transverse across the middle of the hole. There was no damage to the pre-contour of the device. There were no other defects identified with the device. The overall complaint was confirmed for the received matrixrib precontoured plate le f/rib no as the plate was broken across the middle of its 10th distal hole. Although no definitive root-cause can be determined its possible the device encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.501.001, lot: 9089080, manufacturing site: mezzovico, release to warehouse date: 05.august 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 04.501.001, lot: 9089080, manufacturing site: mezzovico, release to warehouse date: 05.august 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. ,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture device failure. H3, h4, h6- the complaint device was not received for investigation. The following investigation is based on the images the images were reviewed, and the complaint condition could be confirmed. After reviewing the images, it was observed that the matrixrib precontoured plate was broken.since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.501.001, lot: 9089080, manufacturing site: mezzovico, release to warehouse date: 05.august 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was initially underwent thoracic surgery on (B)(6) 2017 and was implanted with matrixrib system. Patient was re operated on (B)(6) 2019 due to implant fracture. No further information is provided. Concomitant device reported: matrixrib screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) ti matrixrib pre-contoured plate 15 holes for left rib 3. This is report 1 of 1 for complaint (B)(4).